Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported observing a fluid leak after reporting to technical support that a heater bag not detected alarm was encountered. The patient was advised to discontinue use of the cycler and complete treatments with continuous ambulatory peritoneal dialysis until a replacement cycler was received. Follow up with the patient indicates that there was no complications as a result of the alleged event and the patient did not receive medical intervention. The cycler set was discarded.

Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was discarded. All companion samples were sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."